Manufacturer narrative:
Physio-control evaluated the device. Performance and functional testing was done. The device was observed to operate properly. The device will be returned to the customer. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
During an electro-physiology study, a synchronized countershock was delivered to a pt diagnosed with dilated cardiomyopathy. The synchronized shock was delivered during sinus rhythm after self termination of monomorphic ventricular tachycardia induced by programmed electrical stimulation. The pt was induced to ventricular fibrillation as a result of the shock being inappropriately delivered on the peak of the t-wave. Two add'l shocks were administered to the pt to convert the pt to a sinus rhythm. It is the reporter's opinion that a countershock properly synchronized to the pt's qrs should not have resulted in ventricular fibrillation.